Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (resetting) has been confirmed. Upon investigation the battery charger would not fully power on. The battery charger exhibited a flash memory failure at bga components u102 and u105 on the computer/analog board. The root cause for the flash memory failure could not be positively identified. No adverse event resulted from the defective battery charger.

Event description:
A us distributor reported that a battery charger was resetting.